Manufacturer narrative:
Patient information not provided so patient's gender, weight and age was estimated. The hospital provided two potential lot numbers as suspected product. Hollister has reviewed the device history records for those lot numbers and no issues were identified. No other complaints were reported for those sku/lot combinations. There was no statement that the reported et tube slippage lead to an adverse event. Repeated attempts made to obtain further event information from the account but no information provided. Although request, affected device was not returned to hollister for testing. Representative samples from the same lot of product was examined and no defect found. A review of post market surveillance data relating to this reported issue was conducted and no trends were observed. Hollister is unable to determine a root cause for this reported event.

Event description:
It was reported that during a scheduled vent check the patient's endotracheal tube was found pulled out 2cm (from 28 to 26 cm) at the lip. The account reported that the anchorfast et tube strap had no adhesive left on it. There was no report of patient injury.